Event description:
It was reported, the patient device site was swollen and ¿real hot¿ to the touch.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).